Event description:
It was reported that prior to a rotational atherectomy procedure, the rotational speed display failed to display on the console. During preparation outside the patient, the rotablator console failed to display the revolution per minute (rpm), therefore the physician was unable to determine the rpm being used. The procedure was completed with another of the same device. The device had no contact with the patient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that prior to a rotational atherectomy procedure, the rotational speed display failed to display on the console. During preparation outside the patient, the rotablator console failed to display the revolution per minute (rpm), therefore the physician was unable to determine the rpm being used. The procedure was completed with another of the same device. The device had no contact with the patient.

Manufacturer narrative:
Device evaluated by manufacturer: the console and foot pedal were tested together using a rotalink 1.75mm burr. The console rotational speed was tested in dynaglide mode and in turbine mode; also the maximum turbine rotational speed was tested. The console functioned properly. The maximum turbine pressure reading on gauge is slightly low. The internal pressure regulator can be adjusted to bring the console into specification. Rotablator system functionality is not affected. There is a slight gas/air leak at the internal regulator weep hole. The leak does not appear to affect burr rotation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed as there is no evidence of the alleged issue. (B)(4).